Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within plastic bio-pouch; and within dispenser coils. The pipeline flex was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with phenom 27 catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from phenom 27 catheter without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the distal end of pipeline flex shield braid was found fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In addition, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance as no defect were found with the pipeline flex shield pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. There was friction or difficulty during delivery or positioning. Resistance occurred in the distal section of the catheter. The catheter was flushed per IFU during the procedure. The lesion was a basilar artery aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) distal section failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm with a max diameter of 3.75 mm and a 20 mm neck diameter. The landing zone arterial diameter was 7 mm distally and 7 mm proximally. It was noted the patient's vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend. Ancillary devices included a phenom 27 microcatheter.